Event description:
During an unk procedure, the device cut, but only stapled half way. There was no pt consequence. The case was completed with another device of the same product code.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.